Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the trial phase, every time the neurostimulator was turned on it triggered a seizure. It was noted that the pt had "baseline seizures." Additional information was requested to obtain device information, further event information, any interventions performed, and pt status/outcome.